Event description:
It was reported by the affiliate that the (2) mcl20 were used during an unknown procedure. It was reported that only two clips fed. The case was completed with another instrument. There was no pt consequence.